Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. (B)(4).

Event description:
Poly swap before plastic surgeon performs a flap to close.